Event description:
According to the report, the surgeon stated that the laser was firing from within the handpiece and it started smoking.

Manufacturer narrative:
This investigation is currently ongoing. Any additional information will be provided in the follow-up report.

Manufacturer narrative:
According to the report, the surgeon stated that the laser was firing from within the pearl 5.0 handpiece (lot #ta-03799, serial #(B)(4)) and it started smoking. The handpiece was returned for evaluation and an investigation was performed. A manufacturing records review was performed to determine if there were issues during manufacturing that could be attributed to the reported event. There were no issues during manufacturing noted in the device history record for the handpiece. Upon visual inspection, a kink was found on the sheath covering the multifilament fiber proximal to the coupler. When connected to the hene laser, laser energy was emitted from the thumbslide window, and not from the distal tip of the fiber bundle, indicating damage within the handpiece. The handpiece was opened for further evaluation. It was evident that the multifilament fiber had broken and become severed within the handpiece. There was evidence of charring directly on the fibers at the point where they were severed. The observed damage is indicative of user mishandling. Fiber damage can occur within the handpiece when the movement of the fiber within the handpiece is restricted. The cause of the damage observed is most likely from bending the strain relief tubing while moving the thumbslide, resulting in restriction of the fiber and buckling of the fiber within in the handpiece. When the laser is pulsed extreme heat is produced resulting in charring of the fiber and breakage of the fiber bundle. Laser energy would then disperse at the area of breakage, as was witnessed by the surgeon. This report is being submitted as required by federal regulations and does not constitute an admission that the device caused or contributed to the reported event. Furthermore, this report reflects the event as alleged by the complainant and does not imply that the information reported is accurate or has been confirmed.

Event description:
According to the report, the surgeon stated that the laser was firing from within the handpiece and it started smoking.